Manufacturer narrative:
H6: investigation summary: customer returned an image a shelf carton for 0.5ml, 31 gauge, 6mm syringes from lot 0083432. The shipping information states that the fabrication date is 2020-03-23. However, per manufacturing site holdrege¿s records, lot. No. 0083432 was manufactured in april 2020. This manufacturing date corresponds with the date on the carton. A review of the device history record was completed for batch# 0083432. All inspections and challenges were performed per the applicable operations qc specifications. Date(s) of packaging: 13may2020 to 15may2020. There was one (1) notification noted that did not pertain to the complaint. Based on the image received, bd was unable to confirm the customer¿s indicated failure of a discrepancy between the manufacturing date printed on the shelf carton and the actual manufacturing date.

Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10 bag 500 sla had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: 03/23/2020. Date described on the product: 04/23/2020".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10 bag 500 sla had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: (B)(6) 2020 date described on the product: (B)(6) 2020 "